Event description:
It was reported that bd alaris smartsite needle-free valve was leaking the following information was received by the initial reporter with the following verbatim: the patient suffered from cerebral hemorrhage. At 17:00 on (B)(6) 2024, he used a needleless connector to connect an indwelling needle to infuse medicine. The product leaked. The patient was not harmed and was replaced immediately.

Manufacturer narrative:
No samples were received for investigation of pr (B)(4), in which the customer has stated: ¿the product leaked¿. The product in use at the time is reported to be a mp1000 china from lot 23085470. No additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23085470 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.